Event description:
It was reported that during a rectocele correction procedure, the stapler did not fire. The surgeon claimed that it did not have staples. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.